Manufacturer narrative:
Analysis of the ins, serious number (B)(4), found no significant anomaly. It was noted that the battery reached normal end of life. It was further note that the telemetry and output was okay. It was noted that all devices functioned properly throughout the 100 hours of testing at body temperature. It was further noted that the ins battery was depleted to a low condition. It was noted that a longevity estimate of 48 months was calculated based on the parameter settings of the device used 24 hours per day. It was further noted that the ins was implanted for 78 months. It was further noted that there was a ¿punch out hole¿ in the #2 setscrew grommet and foreign material was observed in the connector port around the #2 connector.

Event description:
It was reported the battery was replaced due to confirmed decreased remaining battery power. The physician was told by the patient¿s family that the power had been automatically switching to off since several months earlier. It was checked and it was known the device had sometimes switched to off. The family said it was possible the patient may have mistakenly pushed the off button instead of the confirm button. It was noted the patient¿s condition had been ¿poor¿ for several months leading up to the replacement. Refer to manufacturer report # 9614453-2013-01951 patient has multiple devices and it was unclear which device pertained to the event.

Manufacturer narrative:
Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.